Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Event description:
Edwards learned via a patient inquiry that a patient with a 27mm aortic valve developed valve thrombosis and mini stroke after an approximate implant duration of 7 months. Patient was treated with coumadin and asa therapy; per the recent echo the clot on the valve went away after 3 months approximately . Per echo report there is a normally functioning bioprosthetic valve with mildly thickened leaflets; small mobile density noted extending into the lvot; differential includes thrombus/fibrin deposit.

Manufacturer narrative:
Updated b5 and h6 per new information received. Correction f10: added the missing patient code 2109.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
Edwards learned via a patient inquiry that a 27mm aortic valve developed thrombosis after an approximate implant duration of 7 months. Patient was treated with blood thinners. Per echo report there is a normally functioning bioprosthetic valve with mildly thickened leaflets; small mobile density noted extending into the lvot; differential includes thrombus/fibrin deposit.